Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine were removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("threw off my periods"), uterine polyp ("I kept getting polyps"), coeliac disease ("celiac") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, menstrual disorder, uterine polyp, coeliac disease and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, coeliac disease, medical device removal, menstrual disorder and uterine polyp to be related to essure. Concerning the injuries reported in this case the following were reported via social media- celiac disease, autoimmune disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: fu 1 & 2 processed together- social media received: newly added events- celiac disease, autoimmune disease, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine were removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("threw off my periods") and uterine polyp ("I kept getting polyps"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, menstrual disorder and uterine polyp outcome was unknown. The reporter considered medical device removal, menstrual disorder and uterine polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.